Event description:
It was reported that the hose of the device had some areas where it had melted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.